Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3888-56, lot # v067340, implanted: (B)(6) 2007, product type lead; product ID 3888-56, lot # v009655, implanted: (B)(6) 2007, product type lead; product ID 3888-56, lot # v067340, implanted: (B)(6) 2007, product type lead; product ID 3888-56, lot # v020899, implanted: (B)(6) 2007, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3888-56, lot # v067340, implanted: (B)(6) 2007, product type lead; product ID 3888-56, lot # v009655, implanted: (B)(6) 2007, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3888-56, lot # v067340, implanted: (B)(6) 2007, product type lead; product ID 3888-56, lot # v020899, implanted: (B)(6) 2007, product type lead. (B)(4). Lead fragment left in patient unintentionally.

Event description:
It was reported that the healthcare provider (hcp) explanted the entire system today and the distal contact of the lead broke off into the body during explantation. X-rays were utilized during the explant. The distal single contact of a lead remains in place in the subcutaneous tissue area. The rep stated that the hcp was inquiring if this would effect patient's MRI status and if it would cause image distortion. It was reviewed that deciding to keep the contact in the body would be a medical decision. It was reviewed that metal objects that are left in the body do have the potential for image distortion but it was speculation if the small contact would effect this. The cause of the broken lead was unknown. The reason for explanting the device was unknown. The broken lead in the patient was still unresolved at this time.